Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) due to error c-33 at startup. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and tested, and presented c-33/c-00 error on startup. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-33 is attributed to a faulty electrical component inside the iesu generator. This error indicates a higher voltage than expected while powered on. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to staring a da vinci assisted surgical procedure, the integrated electro surgical unit (iesu) showed persistent errors c-00 and c-33 during startup. Rebooting did not resolve the issue. The procedure was completing as planned with no report of patient injury.